Manufacturer narrative:
The baxter technician found the casters needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 7, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Per the hillrom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the power cord and plug for nicks, cuts, and breaks. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that transtar stretcher frame had brakes not holding while in brake position. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.